Event description:
The patient reported that he woke up and was feeling nauseous and exhausted with frequent urination. He tested his blood glucose and the value was 442 mg/dl. His normal range is around 120 mg/dl. He reported that he noticed his infusion set tubing was kinked and bent upward which did not allow insulin to flow consistently. He stated that he immediately changed his infusion set and bolused 12.4 units to reduce his elevated blood glucose values. The product was requested to be returned for evaluation. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue.